Event description:
Covidien received info alleging that six pts suffered from second degree burns on their tibia (each report will be filled separately). Pts received a course of antibiotics, gauze and vaseline.

Manufacturer narrative:
Multiple attempts have been made to try and retrieve event info, as other factors may have contributed to alleged event. Covidien will send a follow up MDR should further info become available.